Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal duramorph 500mcg/ml at a dose of 99.94mcg/day via an implantable pump. It was reported by the implanting surgeon that the patient's pump and catheter were explanted due to a cerebrospinal fluid (csf) leak at the catheter insertion site. When asked if there were any environmental/external/patient factors that may have caused or contributed to the event, it was stated that the patient had lost significant weight due to weight loss surgery. Diagnostics/troubleshooting performed were unable to be determined at the time of the report. Actions/interventions taken included the surgeon explanting the original pump and catheter in early (B)(6) 2025. The patient wasn't sure of the exact date of explant and no rep was present. A new pump and catheter were implanted today [(B)(6) 2025]. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.